Event description:
During routine inspection of a high flow insufflation device, the touch panel buttons were found to be not working intermittently. There is no patient impact related to this occurrence.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the device shows: the front panel not working after some time of usage due to defective cr board. The flow rate is not reaching 45l/min due to defective manifold unit. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was determined that this phenomenon was caused by a defective main board; however, the cause of this defect could not be further determined. In addition, regarding the insufficient flow rate, the likely cause is due to a defective manifold unit. However, the cause of the faulty manifold unit could not be identified. Olympus will continue to monitor field performance for this device.